Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:the pump was not able to be powered on. The complaint of the unresponsive keypad buttons was not able to be investigated due to the unresponsive pump. The keypad cover was removed and no damage or contamination was found on the button contacts. Moisture was observed behind the display lens. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found throughout the inside of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that all of the pump keypad buttons did not respond to user presses appropriately. It was also alleged that evidence of moisture ingress was visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.